Event description:
It was reported by the affiliate that (1) er420 was used during a lap chole procedure. It was reported by the affiliate that the clip would not feed into the jaw properly. A new instrument was used to finish the case. No adverse pt outcome.